Event description:
It was reported to philips that during a left coronary angiography procedure, following a system shutdown, the customer experienced unspecified difficulties restarting it. The procedure was completed following a delay of more than 20 minutes. The patient was subsequently transferred to the intensive care unit, where they later passed away. No further details regarding the event or the patient outcome have been provided to date. An investigation into this complaint has been initiated by philips.